Manufacturer narrative:
Citation: reiter c significant intraprocedural hv-time prolongation as sole predictor of late occurrence of complete atrioventricular block in a patient undergoing transcatheter aortic valve replacement wiener klinische wochenschrift jun; 130(2): s74-s75 2018 earliest date of publish used for event date in b3. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Article attached-reiter c literature abstract (B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
Medtronic received information via literature regarding a (B)(6) male patient with medical history of severe aortic stenosis, coronary heart disease, diabetes, hypertension and first degree atrio-ventricular (av) block who underwent implant of medtronic 29 mm evolut r prosthesis (serial number not provided). Three months post-implant, a permanent pacemaker was implanted due to intermittent complete atrio-ventricular (av) block. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.